Manufacturer narrative:
Devices were evaluated and repaired by the distributor. Eval codes reflect the distributor's findings.

Event description:
It was reported that the side rail dropped down when the pt leaned on it. The pt fell off the stretcher and sustained injuries allegedly because the lock on the side rails did not work properly.